Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the physician was loading the first sacrospinous leg (left leg) of the pinnacle mesh onto the capio device. The physician placed the bullet into the capio device head. However, when the physician pulled back the lead on the pinnacle leg, the bullet completely detached from the lead. No part of the lead was still attached to the bullet. The bullet fell outside of the pt. The physician completed the procedure with another pinnacle anterior pfr kit, without complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The pt's age is reportedly "over (B)(6)". The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).